Event description:
It was reported there was a shocking or jolting sensation. It took the patient about 3 hours to charge and it would last them for 10 days and they wondered if that was normal. The device that was on the left side that controlled the right side was ¿going down¿ so they had talked to their doctor about getting it changed since it had been since 2009. The patient would turn off their implantable neurostimulator (ins) every night to save the battery since it wasn¿t rechargeable. They were a little hazy when they woke up in 2013 after their implant procedure and they had used an a and b function. At night if they turned from a to b they felt great but they got a little bit of a jolt even in the morning when they would turn the other way but ¿it felt so good.¿ if they let it run at 3.8 in the a position it would go to 4 then 5 but they wouldn¿t get as much ¿regeneration time¿ and if they turned it to b at night at 3.8 and 3.7 they were doing better. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the cause of the event was determined and it was device related. Routine interrogation of the implantable neurostimulator (ins) indicated there was low residual battery and the ins needed to be replaced. The healthcare professional stated the patient had the ins for seven years which was beyond the expected interval for replacement. The patient had recovered without permanent impairment.

Manufacturer narrative:
Product ID 37651, serial# (B)(4); product type recharger product ID 37642, serial# (B)(4); product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v230720, implanted: 2009 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# v251538, implanted: 2009 (B)(6); product type lead. (B)(4).